Manufacturer narrative:
This is a final report. The customer reports giving the meter to his physician who no longer has the product. No product is expected to be returned.

Event description:
The customer reported receiving a reading of 170 mg/dl on their precision xtra meter and took 4 units of insulin before he went to bed. The customer indicated, he lost consciousness the next morning and the paramedics were called. The paramedics received a reading of 24 mg/dl on an unk meter and gave the customer glucose. The customer did not report going to a medical facility. In addition, the customer indicated that his defibrillator went off during the event. There was no report of death or permanent impairment.